Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer¿s hospitalization on an unknown date in (B)(6) 2019 due to high blood glucose level and diabetes ketoacidosis from the attorney of the family. In (B)(6) 2021 customer stated that retainer ring was missing and the reservoir compartment lip eroded. Customer was experiencing the symptoms related to the high blood glucose were the mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events. The insulin pump was returned for analysis.